Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the instrument broke and a piece was left inside the patient. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: broke during a knee arthroscopy leaving one of the instruments teeth within the patient. The probable root causes could be: excessive force applied to shaft tip, shaft tip came in contact with unintended hard object, or normal wear and tear. (B)(4).

Event description:
It was reported that the instrument broke and a piece was left inside the patient. The procedure was completed successfully.